Event description:
The patient reported their blood glucose level rose to 526 mg/dl (29.2 mmol/l) while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site on their leg, the pod¿s cannula was found bent. As treatment, the patient administered insulin boluses manually to try and lower bgs and was advised to apply a new pod by the agent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.